Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during parotidectomy. Procedure, rem pad was placed on thigh, two non medtronic nerve stim electrodes placed around left eye and third placed around cheekbone on left side. Non medtronic nerve stim ground placed in chest. Proceeded throughout case with no known issues; upon removing drapes from patient, discovered a 3rd degree burn dime sized eschar on cheek, two 2nd degree burn on pea sided around eye and burn on chest as well. Burned through needle lead around eye; possibly left needle in (xrayed and it seems so)." The patient was treated with topical ointment. The skin at needle electrode sites may have been ¿greasy¿ or ¿wet with perspiration¿ there was no blood on the field. Generator's coag was set at fulgurate 25w and it was unknown whether the generator has a contributory factor/causal relationship to burn issue.